Event description:
Related manufacturer reference number:2017865-2021-26233. It was reported that the implantable cardioverter defibrillator (ICD) exhibited under-sensing. On (B)(6) 2021, the implantable cardioverter defibrillator exhibited inhibition of therapy due to t wave over-sensing. The right ventricle lead exhibited over-sensing noise as well. Programming changes were made on the device. On (B)(6) 2021, the implantable cardioverter defibrillator exhibited inappropriate therapy multiple times. Patient was admitted to the hospital and the physician decided to have ICD turned off for the time being. Patient was stable.